Event description:
The event was a stroke.

Event description:
It was reported that the patient underwent successful deployment of an acculink stent and retrieval of the accunet. Immediately, at the end of the procedure, the patient's neuro status was noted to have changed. The patient developed right hand weakness and the inability to raise their arm on command, also the patient was unable to answer some questions appropriately. Prior to transfer to cicu, the patient underwent a CT scan the same day, and the next day, which did not reveal evidence of a stroke. A carotid ultrasound revealed a patent stent. As of two days later, patient status has returned to pre-stent neurological function. The patient is able to answer questions appropriately and hand grasp on right has returned to pre-stent ability. The neurologist states that the patient had experienced "rind". The patient was transferred out of ICU two days later.